Event description:
The customer was hospitalized for high bgs. The customer had chest pains and manual injections were not helping them. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and the insulin did not exit. The customer could not continue testing as is in the hosp and does not have another set. A few days later, the customer called back and stated that they tried to set up their pump again. The customer ran a prime test, but the insulin did not exit. The customer mentioned that the tubing has air bubbles. During testing it was found that the customer was not using proper filling technique. Assisted the customer in manually priming the pump. The customer stated that the insulin exited. Instructed to the customer call the help line if further assistance is needed.